Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 09-dec-2019 and inspection of the unit was performed on 09-jan-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, distal tip annual maintenance, passed dry leak test, passed wet leak test, fluid invasion not observed in pve connector. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-ring(0.5x1.3), distal case/cap. The video duodenoscope is currently awaiting repairs and qc final approval as of 27-jan-2020.